Event description:
It was reported that during a laparoscopic cholecystectomy procedure when trying to place the clip on the bile duct, several clips which were not formed properly (open clip) and fell off the instrument jaw. The procedure was continued and closed with an el5ml. No patient consequences reported. Procedure was prolonged by ten minutes.

Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with the jaws misaligned and with a clip in the jaws, the clip was removed in order to measure jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws, scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was cholangiogram done on procedure? No. Did issue occur with two devices since two er320 devices are coming back? Yes. Which firing of the device did this event occur on? From first firing on. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. Was the device fired after this incident in or out of the patient? Out of the patient. Did somebody other than the primary surgeon fire the instrument? If so, whom?] No.